Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative (rep) indicated the logs were read on 2019-aug-19 and showed that pump motor stall occurred on (B)(6) 2019 and had not restarted in 48 hours. The logs then showed the pump motor stall recovery on (B)(6) 2019. It was noted the patient had a refill appointment on this date ((B)(6) 2019). A dye study was conducted to make sure the catheter was patent. It was noted that the catheter was patent. No actions were taken and no surgical intervention occurred or was planned. It was noted that the issue was resolved at time of report and the patient's status at time of report was alive-no injury. The patient's weight and medical history was unknown and the rep will follow up for more information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen (100 mcg/ml at 10.25 mcg/day), morphine (5 mg/ml at 0.5124), and bupivacaine ( 10 mg/ml at 0.1025 mg) via an implanted pump. The indication for use was non-malignant pain. It was reported that when reading the patient's pump it showed a motor stall occurred on (B)(6) 2019 and had not started back up. It was noted the patient did not have an MRI and has not felt any different at all. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. There was no interventions/actions taken to resolved the issue. The issue was noted as no resolved.